Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a pacemaker dependent patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited episodes of noise. (B)(6) 2019, the lead was capped and replaced. The patient's condition was stable before, during, and post procedure.

Manufacturer narrative:
Correction: previously reported was reported incorrectly, should be empty. Rv lead was capped not explanted.